Manufacturer narrative:
Concomitant medical product: evolutpro-29-us transcatheter valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital due to syncope. Bradycardia was also observed. An alert for multiple short v-v intervals and oversensing was noted on the right ventricular (rv) lead. The rv lead will be reprogrammed. No further patient complications have been reported as a result of this event.